Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle? No. What measures were taken to retrieve the needle? Had to hunt around in the patient manually until they found it. Was there any additional tissue damage as a result of searching for the needle? Minimal. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Fortunately not. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? None reported, just unease that it may happen again. How long (in minutes) did the surgery prolong? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the thread just snapped off the needle that lead to it being lost in the surgical wound site. They found it but the surgeon is concerned that it might happen again in the future. No detriment to the patient, but time was spent looking for the needle. There were no patient consequences reported. Additional information was requested.